Event description:
A customer reported that the probe of the ortho provue analyzer dripped fluid. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood. Erroneous test results were not reported as a result of this incident.

Manufacturer narrative:
An ocd field engineer (fe) visited the site. The field engineer reported that the pressure regulator had residue on it resulting in the fluidics system being out of specification. The fe performed the approrpriate adjustments to return the analyzer to expected operation.